Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 5 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that they observed on (B)(6) 2021 a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). On (B)(6) 2021, 2 patients¿ samples were analyzed on the on the cobas® liat® system (s/n (B)(4)) that generated sars-cov-2 positive, influenza a negative, influenza b negative results for both samples and on (B)(6) 2021, 2 patients¿ samples were analyzed on the on the cobas® liat® system (s/n (B)(4)) that generated sars-cov-2 positive, influenza a negative, influenza b negative results for both samples. The 5 patients¿ same samples were repeat tested on different platforms the cepheid or biofire that generated sars-cov-2 negative, influenza a negative, influenza b negative results for the 5 samples. No patient details were made available, and no harm or injury was indicated. No information on sample collection or handling was provided. The investigation to assess the customer allegation has not yet been completed. Five (5) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
No issues were identified during the investigation. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).